Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the (B)(6) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open and unused sample (contaminated) without aluminum pack with the needle detached from the thread (thread is still wound on the pack and needle is missing). However, without closed samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as only one open sample has been received. Final conclusion: considering that no other customer complaints have been received concerning this issue, we consider that this is an isolated unit. We will close this complaint as not confirmed as no further analysis can be done. If closed samples are received in the future, we will re-open the case. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that the suture was not attached to the needles. Additional information has not been provided.